Event description:
Patient was implanted with plate and screw construct for a c4-c7 anterior cervical discectomy and fusion (acdf) on (B)(6) 2012. One screw backed out of the plate. Patient was returned to the or on (B)(6) 2013 for removal of hardware. The surgeon removed the plate and all screws and replaced the plate. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. Prongs of the expansion head screw are splayed. The due this deformation the relevant dimensions of the locking feature are out of specification and can not be verified anymore. Therefore and because no DHR review is possible without lot number this complaint is indeterminate from a manufacturing standpoint. At the bottom of the screw head and as well at the inner side of the prongs are stress marks visible. This indicates that a locking screw was inserted and tightened, which can be the reason that the prongs are splayed. This screw is part of a family of expansion head cancellous screws for the cslp cervical plates. The (B)(4) engineer reviewed the complaint history for the family of expansion head screws from (B)(4) 2011 to (B)(4) 2013. In this time period, (B)(4) complaints reported the screw backing out. (B)(4). There is no evidence or detail in the complaint description to indicate the root cause of this hazard. The design risk assessment is adequate for the intended use.